Event description:
It was reported that during a follow up in clinic, high pacing impedance and noise resulting in oversensing were noted on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.